Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely depressed creatinine_2 (crea_2) and creatine kinase (ck_l) results were obtained on a patient sample, and a falsely elevated carbon dioxide, concentrated (co2_c) result was obtained on another patient sample on an atellica ch 930 analyzer. Quality control (qc) was within range prior to running samples on day of the event for the affected assays. Siemens reviewed the instrument data and observed intermittent qc outliers. Siemens reviewed the photometer data and noted that the last two photometer readings were lower than the original reaction curve, indicating contamination or dilution of the reaction cuvette due to a leaking reaction washer probe. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed issues with the reaction washer caused by a water dispense valve, ran qc five times, performed a total service, and checked the reagent server 1 sensor. Next, the cse checked and realigned the mixers, as well as the dilution and reaction wash stations. Further, the cse replaced the reagent and dilution mixers, dispense valve, and the integer. Then, the cse ran service method tests (psn10, dmix, smix, and rmix), performed realignment, and ran service method tests (psn10 and dmix) again, auto check, and qc, all of which passed. Siemens evaluated the event and determined that a reaction cuvette washer issue potentially contributed to the erroneous crea_2, ck_l, and co2_c results. The analyzer is performing within specifications. No further evaluation is required.

Event description:
The customer reported that falsely depressed creatinine_2 (crea_2) and creatine kinase (ck_l) results were obtained on a patient sample, and a falsely elevated carbon dioxide, concentrated (co2_c) result was obtained on another patient sample on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results matched the patient¿s clinical picture. The repeat results were determined to be correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous crea_2, ck_l, and co2_c results.